Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department with dizziness, fatigue, nausea, and a lactate dehydrogenase (ldh) twice as high as their baseline. The patient had acute kidney injury (aki). They were to underwent a right heart catheterization on 22apr2022. The patient underwent an echocardiogram (echo) that showed no thrombus. The patient was hospitalized and monitoring was to continue. Mobile power unit MFR#: 2916596-2022-10469.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the account¿s submitted log files revealed low flow alarms. Although a specific cause for these events could not be conclusively determined, the account reported that the alarms were caused by the patient¿s dehydration, hypotension, and acute kidney injury. The submitted controller event log files collectively contained data from 08apr2022 through 14apr2022 and from 20apr2022 through 25apr2022. Transient low flow fault flags were captured when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm), to a range of 2.3-2.4 lpm. These faults resulted in a total of 2 low flow hazard alarms on 11apr2022 and 13apr2022, lasting 5 seconds and 2 seconds, respectively. The remaining faults did not last long enough to trigger audible hazard alarms. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.